Event description:
It was reported that patient had the holep procedure done 5/7, received patient from post-anesthesia care unit (pacu) with foley in place. Upon assessment, registered nurse noticed decreased urine output with a blood clot in foley tubing. Per order, hand irrigation was attempted. During irrigation all the water came out around the patient's penis. When nurse retracted the foreskin the foley slipped out of the patient. Upon inspection of the foley the balloon was not intact. Doctor was called immediately and came to bedside to place a new foley catheter. Doctor shown foley with ruptured balloon, no concerns from their standpoint at that time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had the holep procedure done (B)(6) received patient from post-anesthesia care unit (pacu) with foley in place. Upon assessment, registered nurse noticed decreased urine output with a blood clot in foley tubing. Per order, hand irrigation was attempted. During irrigation all the water came out around the patient's penis. When nurse retracted the foreskin, the foley slipped out of the patient. Upon inspection of the foley the balloon was not intact. Doctor was called immediately and came to bedside to place a new foley catheter. Doctor shown foley with ruptured balloon, no concerns from their standpoint at that time.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The potential root cause for this failure could be user related (example: contact with sharp object)/exposure to petrolatum based products/mechanical failure/operator error). A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.